Event description:
(B)(4). Laparoscopic assisted vaginal hysterectomy with both fallopian tubes removed (B)(6) 2016. Also had a dermatologist patch test metals and I was severely allergic to nickel (B)(6) 2016.

Event description:
(B)(4). Two years after placement I started having extreme menstrual bleeding lasting weeks out of nowhere. This went on for several months before I was told to get novasure ablation. However I got this done in (B)(6) 2012 and have had lots of random pains in abdominal area, I would bleed after sex, my fibro like pains have increased significantly, my stomach is swollen, and over the last year I have lost libido, tired all the time,insomnia, and mood issues, I also have a constant crawly skin feeling, and a sun allergy.